Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device gave a "no shock advised" prompt for a heart rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The MFR has not received the device for evaluation and this complaint is still under investigation.